Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon analysis it was reported that no anomalies were found.

Event description:
It was reported that the device elective replacement indicator activated; clinician felt there was early battery depletion. The device was replaced. No further patient complications were reported as a result of this event.